Event description:
It was reported g2 filter tilted 3 to 4 months prior. The dr could not recall any details regarding the event or pt and did not have any add'l info. The filter remains implanted. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The sample has not been returned for eval as it remains implanted. Based on the info rec'd, the results are inconclusive and the root cause of the event is unk.